Event description:
Device was implanted on 5/29/87. The cuff and pump were revised on 2/5/93. The entire device was removed from pt on 2/20/97, due to incontinence, and replaced. A tandem cuff was also implanted.